Manufacturer narrative:
The investigation concluded that the fracture is in a single plane which is indicative of a ductile shear over load failure. Review of manufacturing history records for lot 00042sm found 12 pieces were released for distribution on 12/11/2015 with no deviation or anomalies. A two-year complaint history review found a total of one complaint of this nature for this lot.this report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00036/00037).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 MDR's filed for the same event (reference 3005739886-2017-00036 / 00037).

Event description:
According to the complainant, reform modular driver was broken while trying to implant two (2) reform modular screws. Both holes were drilled and tapped; one was under tapped by 1mm, the other was tapped to size. Both tips broke off clean in the heads of the screws.